Event description:
Initial free t4 result 26.1 pmol/l. Same sample repeated using 3 different methods recovered 16.2 pmol/l, 20.7 pmol/l, and 19.2 pmol/l.

Event description:
Initial free t4 result 27.3 pmol/l. Same sample repeated using 3 different methods recovered 17.6 pmol/l, 21.4 pmol/l, and 18.3 pmol/l. If add'l info is rec'd, appropriate notification will be provided.

Event description:
Three samples with high free t4 results as compared to 3 different methods. Initial free t4 result 30.8 pmol/l. Same sample repeated using 3 different methods recovered 17.3 pmol/l, 23.6 pmol/l, and 18.3 pmol/l.